Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, device heating up and put in more batteries. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. Customer reported pump is warm, hot, or overheating. Customer did not report damage to battery compartment, battery cap, or pump case. Issue continued after replacing battery. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0872 inches. Pump¿s history and trace files downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. . In further full review in the pump history found: low battery alarms on 02/14/2025 at 07:40:00.000, 03/05/2025 at 16:57:00.000, and 05/03/2025 at 07:28:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No failed battery alarm noted during testing however, noted in the pump trace download on 05/03/2025 at 09:24:37.000. Unit was monitored for 24 hours and no device heating up anomalies noted. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿ test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, and cracked belt clip rails. Device heating up not confirmed during testing. Allegation for failed battery alarm not confirmed during testing or in the power management graph. Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.